Manufacturer narrative:
A review of the manufacturing documentation associated with lot f2202901 presented no issues during the manufacturing process that can be related to the reported event. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the balloon on two 6/7f mynxgrip vascular closure devices (vcd) that lost pressure during patient use. Hemostasis was achieved by manual compression for 20 minutes. No injury was reported to the patient. The devices were stored and prepped according to the IFU. The device was used in a diagnostic cardiac catheterization using a retrograde approach. The balloon was removed intact from the patient. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon lost pressure at the second stop. The device was used with a 6f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. It was suspected there presence of peripheral vascular disease or calcium in the vicinity of the puncture site, but it was not visualized. The devices are not being returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: g3, g6, h1, h2, and h6. As reported, the balloon on two 6/7f mynxgrip vascular closure devices (vcd) lost pressure during patient use. Hemostasis was achieved by manual compression for 20 minutes. No injury was reported to the patient. The devices were stored and prepped according to the IFU. The device was used in a diagnostic cardiac catheterization using a retrograde approach. The balloon was removed intact from the patient. There was no prior pta, stent, or vascular graft in the common femoral artery or vein. The balloon lost pressure at the second stop. The device was used with a 6f non-cordis sheath. The femoral artery¿s suitability was verified on angiography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. It was suspected that there was presence of peripheral vascular disease or calcium in the vicinity of the puncture site, but it was not visualized. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with stopcock closed. The sealant and advancer tube remained in manufacturing position. The syringe and the procedure sheath were not returned with the device. Per functional analysis, leak testing was performed on the balloon of the returned device, and the results revealed a leak in the balloon. Per microscopic analysis, visual inspection at high magnification revealed a longitudinal tear in the balloon of the returned device. A product history record (phr) review of lot f2202901 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure in patient¿ was confirmed during analysis of the returned devices. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, may have contributed to the reported events. This type of tear is typically observed when the balloon comes into contact with calcification and/or other procedural devices (such as a damaged procedural sheath, stent or vascular graft). According to the instructions for use, which is not intended as a mitigation of risk, users are instructed not to use the device if the balloon does not maintain pressure. Neither the phr review nor the product analysis suggests that the reported event could be related to the manufacturing process of the unit. Therefore, no corrective actions will be taken at this time.